Event description:
This solicited device case from an investigator sponsored trail was received on (B)(4) 2014 from a rheumatologist. Pt ID: unk; country: (B)(6). Study title: unsponsored study involving synvisc. This case concerns are elderly female pt who developed osteoarthritis left knee, gradual onset of pain and swelling after receiving synvisc injection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unk date, the pt received treatment with synvisc injection (route, dose, frequency, batch/lot and expiration date: not provided) into left knee for an unk indication. On an unk date, the pt developed osteoarthritis in left knee. It was also reported that few weeks after receiving the synvisc injection, the pt experienced gradual onset of pain and swelling. Further reported, that left knee replacement was planned as the pain was not settling down. Action taken: permanently discontinued. Corrective treatment: triamcinolone (kenacort) and non-steroidal anti-inflammatory drugs (nsaid's) for the events of pain and swelling. Outcome: not recovered for all the events. Seriousness criteria: disability for all the events. Seriousness criteria: disability for all the events and required intervention for the events of pain and swelling. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was no provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issues. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter's causality assessment: np. Company causality assessment: associated. No further info was available. Info about consent for follow-up was not provided. Additional info was received on (B)(4) 2014. The ptc investigation results were added. Sanofi company comment dated 108/11/2014: the follow up info received does not change the complete case assessment. Sanofi company comment dated (B)(4) 2014: in this case, the casual role of synvisc cannot be excluded for the occurrence of the events gradual onset of pain and swelling, however the lack of info regarding the underlying medical history and concomitant medications used by the pt precludes the complete case assessment.